Manufacturer narrative:
A review of the device history record (DHR) for apogee 2300 digital color doppler ultrasound imaging system (sn: (B)(6) and its component ecbp-1 endocavity biplane ultrasound probe related to the reported event was performed, which confirmed that there were no nonconformance, failures, discrepancies or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. Based on the review of DHR, post-marketing data and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept), the us importer of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe, became aware that the patient received a rectal injury during trus probe repositioning. As the surgeon was repositioning the trus probe with force, the probe dislodged from the fold and entered deeper into the rectum. Upon removal of the probe, bleeding was observed. The surgeon performed a digital rectal exam (dre) but could not feel any abnormality and only noticed a small amount of blood on the glove. The surgeon then manually inserted the ultrasound (us) probe and removed it, which resulted in a significant amount of bleeding from the rectum. A colorectal surgeon was called in to evaluate the patient and identified a partial tear in the rectal wall. Three clips were placed to close the tear and the patient was sent to the post-anesthesia care unit (pacu). Two hours later, it was reported that the patient had to return to the operating room (or) due to abdominal insufflation. A rectal exam was performed which determined a full thickness extraperitoneal rectal injury. A deeper tear in the rectal wall was identified by the general surgeon, who was able to suture the tear. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported.